Event description:
Device 3 of 3. Reference MFR reports: 1627487-2012-04535, 04536.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Results: the complaint was confirmed. Analysis found the ipg had several broken feed through wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.